Event description:
It was reported that the subject device had lamp problems which is not lightning up. The event occurred during therapeutic uteroscope procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was not returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error e103 occurred. Based on the results of the investigation, it is likely the following led to the malfunction caused due to component failure. Should additional relevant information become available, a supplemental report will be submitted. The customer contacted olympus technical assistance support (tac) via phone. No troubleshooting was performed/troubleshooting steps]. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Olympus will continue to monitor field performance for this device.